Event description:
A customer contacted baxter?s global technical service center to report a system error 2240 alarm with the homechoice (hc) machine during dwell 3 of 4. The alarm was explained. The patient said the supply bag fell and disconnected. The patient was advised to let the registered nurse know about the alarm. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the peritoneal dialysis registered nurse on (B)(6) 2010. There was no patient injury or medical intervention related to the event. The proper setup procedures were reviewed with the patient after the incident.

Manufacturer narrative:
(B)(4). The device was discarded. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during dwell 3 of 4 was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable after the supply bag fell and disconnected. The patient said the supply bag fell and disconnected. The batch review was not performed because the lot number is unknown. The label review found the labeling adequate for the potential use error(s) in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).